Event description:
It was reported that during a da vinci-assisted malignant hysterectomy surgical procedure, the 8mm monopolar curved scissors (mcs) instrument was found to be chipped. The procedure was completed as planned with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the monopolar curved scissors instrument for evaluation, but evaluation has not been completed as of the date of this report. Therefore, the root cause of the customer reported failure mode has not been determined.